Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sustained ventricular tachycardia (vt). The device delivered anti-tachycardia pacing - which failed to convert the rhythm - and because the vt was below the threshold for shock therapy, the patient required external cardioversion. Ablation was performed and the device remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.